Event description:
It was reported the right ventricular (rv) lead had impedance greater than 200 ohms on the superior vena cava (svc) coil. A review of the device data found that the rv lead had fluctuating impedance of the low voltage conductor, svc coil and the right ventricular coil. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance and patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. Daily hv lead impedance trend data shows varying impedance and a spike increase for superior vena cava (svc) defib equal 114 to 216 ohms peak between (B)(6) 2011 and (B)(6) 2011 then returning to 75 ohms on (B)(6) 2011. Also oversensing with ventricular fibrillation equal to 210 ms average v-cycle (B)(6) 2010.